Event description:
The drive shaft on the bed allegedly popped out of the place when the consumer was sleeping in an upright position, causing the consumer to fall backwards and allegedly required her to go to the hospital to clean and repack her wound from a previous surgery.